Event description:
The patient reported that the needle button released before the 24 hour period today. The patient indicated that this happened after having the v-go for approximately 13 hours. The patient was advised to remove the v-go after the call and place a new v-go on her body. The patient indicated that she uses the v-go on her abdomen. The patient indicated that she is using the v-go since yesterday. The patient that she experienced hyperglycemia today. The patient reported the following readings today (B)(6) 2020: -around 9:30 a.m. Of 215-before dinner of 267-during the call at 7:43 p.m. Of 334. The patient indicated that her normal readings are between 140-200.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button release event. The device was received with the needle button depressed with a bent straight needle. The needle release button was in the depressed (step 2 of 2) position which is in the activated lockout position. The needle mechanism was tested and was verified to have operated as intended. The complaint could not be confirmed for this device.